Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2009, explanted:(B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 11-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the left-sided deep brain stimulation (dbs) malfunctioned with the extension as the likely problem. The patient was being shocked when the system was on beginning "5 months prior or so" to the replacement surgery. The impedances for the left-sided system were high, and there were suspicions that there may be a broken or frayed wire within the extension. On (B)(6) 2018 and exploratory/replacement surgery was done to monitor impedances. Lead impedances were normal. The old extension and generator were removed and the extension was found to have broken wires with in. The extension had kinked about 1/2 the way down. A new extension and generator were placed as the old generator was duel wire and could not be used with the new extension. No further complications were reported or anticipated.